Manufacturer narrative:
(B)(4). Initial report sent to FDA on 04/21/2015.

Event description:
Procedure type: laparotomy with colon and small bowl resection. According to the reporter: after the stapling device was deployed, the staple line on the colon opened up and stool was spilled into the abdomen. Surgeon opened another device to complete.